Manufacturer narrative:
Xia 3 titanium rod diam 6mm cp ti l 110mm. The returned device was inspected and its fracture surfaces exhibited beach marks, which are consistent with fatigue fracture. Furthermore, the device was confirmed to have been implanted for over 3 years. The IFU states the following: "once implanted, the implants are subjected to stresses and strains. These repeated stresses on the implants should be taken into consideration by the surgeon at the time of the choice of the implant, during implantation as well as in the post-operative follow-up period. Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated... While the expected life of spinal implant components is difficult to estimate, it is finite...these components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain." With the devices implanted for over 3 years with no reported issues prior to the breakage, it is likely that the devices had served their purpose in providing support during fusion of the vertebrae. However this cannot be determined conclusively. Furthermore, the IFU states, these devices "cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone." Conclusion: the most likely cause of the event is fatigue of the devices due to the length of implantation.

Event description:
It was reported that on (B)(6) 2014 sales rep made a meeting of revision surgery with surgeon because of rod breakage. The revision surgery will be performed on (B)(6) 2014.

Event description:
It was reported that on 2014 (B)(6) sales rep made a meeting of revision surgery with surgeon because of rod breakage. The revision surgery will be performed on (B)(6) 2014.